Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported experiencing a problem with the balloon not inflating. Covidien has attempted to gather further info surrounding the events, however, we have not received any add'l info.